Event description:
The svc repair tech (srt) reported that during routine safety testing of the device at the svc ctr, the blood parameter monitor failed high potential (hi-pot) testing. There was no pt involvement.

Manufacturer narrative:
This complaint was confirmed by the svc repair tech (srt). The srt replaced the power supply in the monitor, and the device operated to MFR specifications and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.